Event description:
Customer reported being hospitalized for high blood glucose and dka. Customer stated that they are taking pregnazone for a stomach condition, explained to customer how this could affect their blood glucose control. Troubleshooting was performed and pump appeared to be operating normally. However during lead screw test the lead screw did not rotate completely. Instructed customer to returned pump.